Event description:
The customer called to report a blank display. The reported blood glucose reading was 278 mg/dl and it was treated. After troubleshooting, the customer stated that the insulin pump had a partial display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.